Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the balloon on the vaso view hemopro would not inflate. The hosp was unsure if it was a hole or the valve malfunctioned. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).